Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. An x-ray was performed and the lead was observed to be bent near the implanted device pocket. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Corrected information: g3 - date received by manufacturer provided in MDR-2026-14998 should be 25 march 2026.